Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump did not recognize the cartridge during the load cartridge step and the pump dispensed the entire cartridge of insulin. There is no additional information available at this time. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box showed several "no cartridge detected" and zero force loss of prime warnings on the date of the reported event. On testing, during the load step, the pump failed to recognize the cartridge and emitted a "no cartridge detected" warning. A calibration test confirmed the sensor was not detecting correct force. The pump was opened for investigation and revealed a component on the printed circuit board was shifted out of place and was misaligned. There was no other damage found to the sensor circuit.

Manufacturer narrative:
(B)(4): a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).